Event description:
It was reported the patient received the following results within 15 minutes: 350 mg/dl (system 1) and 125 mg/dl (system 2). The blood glucose results were obtained with the same vial of test strips.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section g1: manufacturer site information was corrected.